Event description:
A consumer reported following bilateral intraocular lens (iol) implant surgery she is having difficulty driving at night due to halos. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history record were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause has not been identified. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).